Event description:
It was reported the device functioned as intended during a laparoscopic nephrectomy. Five hrs post operatively the renal artery ruptured and the staples came out. The pt was taken back to the or, and the staple line was repaired using sutures. The pt's hospital stay was extended by 4 days. The pt is now stable and recovering well.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.